Event description:
It was reported that during the treatment of a cerebral c4 aneurysm, the axium prime bare hx coil detached by itself during delivery in the echelon 10 microcatheter lumen and could not be delivered to the lesion site. After replacing the coil with a new one, it was successfully deployed and detached. The aneurysm was unruptured with a saccular morphology, a maximum diameter of 3mm, and a neck diameter of 2mm. The patient's blood flow and vessel tortuosity were normal. No patient complications have been reported as a result of this event. It was noted that the tip of the catheter was moved during deployment, but the device did not jump during deployment. The vessel was not damaged and the aneurysm did not rupture. The physician did not rotate the delivery pusher during the procedure. It was noted there was difficult placement. The devices were prepared as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was not determined. The physician tried to detach with the manual method three times, but without success. There was no kink/damage observed on the pushwire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.